Manufacturer narrative:
Taper ii. Further information has been requested of the initial reporter regarding the device serial number. The reporter indicated this information is not available. Device evaluation summary: the device was returned to apollo for analysis, and visual examination confirmed the connector type as taper ii. Visual inspection observed a suture-like material attached to the port hole, and a non-penetrating nick on the port housing near the port septum. The device was observed to be discolored, as the port base and port tubing were yellowish in color. A leak test was performed, and no leakage was noted from the port. A fill inspection test was performed, and no blockage or resistance to flow was noted. A microscopic analysis was performed, and noted needle puncture marks on the port septum. The band tubing had a surgical end cut, consistent with removal of the device. Device labeling addresses possible outcomes of leak(s), unsatisfactory weight loss (loss of satiety) as follows: adverse events: unplanned deflation of the band may occur due to leakage from the band, the port or the connecting tubing. It is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Precautions: care must be taken during band adjustment to avoid puncturing the tubing that connects the access port and band, as this will cause leakage and deflation of the inflatable section. Failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage. In order to avoid incorrect placement, the port should be placed lateral to the trocar opening. A pocket must be created for the port so that it is placed far enough from the trocar path to avoid abrupt kinking of the tubing. The tubing path should point in the direction of the access port connector so that the tubing will form a straight line with a gentle arching transition into the abdomen. When adjusting band volume, the needle must be inserted perpendicular to the access port septum. Failure to do so may cause damage to the port and result in leaks. Insufficient weight loss may be caused by pouch enlargement or, more infrequently, band erosion in which case further inflation of the band would not be appropriate. Warnings: patients should be advised that the lap-band system is a long-term implant. Explant (removal) and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction.

Event description:
Reported as: the patient's lap-band system was reported to "initially did well but the patient noticed a loss of satiety and weight regain began. The patient received adjustments but volume checks consistently revealed less volume." The port was removed and replaced.